Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the pacing therapy was disabled from this implantable pacemaker. However, upon completion, it was noted that this device had entered safety mode. A replacement procedure is scheduled within two weeks to resolve the event. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that prior to a magnetic resonance imaging (MRI) scan, the pacing therapy was disabled from this implantable pacemaker. However, upon completion, it was noted that this device had entered safety mode. Recently, this device was surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.